Manufacturer narrative:
Fluid leak - side arm: the cause of the fluid leak side-arm was not determined as although the returned photos confirmed dextrose outside of the sidearm cover, the origin of the leak is not known. Stroke and paroxysmal atrial fibrillation: the root causes of the injuries were unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d4 serial number updated.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
B5 amended to included clinical rationale. H6 medical device problem code a050401 was erroneously entered on the initial manufacturer device report.

Event description:
Clinician narrative an impella cp was inserted via the right axillary artery in a 61-year-old female who presented with acute myocardial infarction and cardiogenic shock, scai stage c. Past medical history was unknown. The patient required endotracheal intubation and mechanical ventilation for respiratory support and was treated with vasopressors for hemodynamic stabilization. Due to ongoing clinical need, the patient was escalated from impella cp to impella 5.5 support. Following escalation to impella 5.5, computed tomography imaging revealed a left cerebral infarction. At the time of impella 5.5 insertion, transesophageal echocardiography confirmed absence of thrombus in the left ventricle and no thrombus visualized on the catheter shaft. The physician noted that transient atrial fibrillation may have contributed to thrombus formation. The day after 5.5 insertion, a small amount of purge fluid was observed leaking from the purge side arm. There was no significant change in purge pressure, and purge flow remained 8¿9 ml/hr, consistent with initial settings at insertion. The purge side arm was protected with gauze and the device continued to operate without functional interruption. Comprehensive review of the available information did not identify evidence suggesting that the device contributed to the reported event. Atrial fibrillation and stroke are known complication in patients with acute myocardial infarction, cardiogenic shock, atrial arrhythmias, and large-bore arterial access requiring mechanical circulatory support. The patient survived.

Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
Section d6 (explant date)was updated based on additional information. Correction : h6: the clinical code was added as it was inadvertently left out in the initial report. And the problem code was also readded as it was inadvertently reported in the follow up report that it needs to be removed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After escalation from impella cp to impella 5.5, a computed tomograph (CT) scan revealed a left cerebral infarction (right hemiparesis, but clear consciousness). The relationship to the impella 5.5 insertion is unknown. At the time of the 5.5 insertion, a transesophageal echocardiogram (tee) confirmed the absence of a thrombus in the left ventricle or the impella cp shaft. The physician commented that temporary atrial fibrillation (afib) may have led to a thrombus formation. A purge fluid leak began the day after the impella 5.5 smartassist was inserted. And there were no signs of cerebral infarction during management with cp. It was reported that the procedure was successful.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.